Manufacturer narrative:
One suspect pump was returned for evaluation. Visual and functional tests were performed on the returned device. The check clutch/plunger lever error was found during occlusion test, thereby confirming the event. The probable cause of the reported problem is worn out clutches and leadscrew. B3 - date of event: unknown; no information has been provided to date.

Event description:
Upon investigation of a medfusion 4000 syringe infusion pump, the pump failed occlusion test (check clutch / plunger lever). This might cause interruption of therapy if it were to recur. There was unknown patient involvement and unknown patient harm reported.